Event description:
A healthcare professional reported that during a cataract surgery, during the irrigation and at the end, the surgeon noted numerous blue/black strands like threads in the anterior chamber of pts right eye (od). The more she attempted to aspirate them, more entered anterior chamber. Most of them were removed using bss. The surgeon stopped operating and requested a different batch of bss. The surgeon's first assumption was that the bss was the source, but then she aspirated with the handpiece-(I/a) used and it did show white strands in the fluid. The surgeon did not know which was the source of the strands. The surgery was completed. Additional info has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the facility did not request service. No additional info was obtained in relation to this event. For this reason, steps could not be taken to replicate or confirm the reported event. For this phaco handpiece (hp), the serial number (s/n) wa snot provided and could not be determined based on the info provided. Therefore, a complaint serial number (s/n) review could not be performed. The root cause cannot be determined conclusively. Additional info has been requested but not received to date. (B)(4).